Manufacturer narrative:
B3: date of event - aware date of 15mar2024 used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) in the summer of 2023. Since that time, two separate instances of thrombus formation on the closure device occurred at unspecified times. No patient complications were reported.